Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectosigmoidectomy while stapling the rectum, the stapler was unable to fire, the load did not shoot and the trigger was loose. The surgeon was also unable to squeeze the handle although he was able press the green button. No patient injury.